Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: there were two physicians were reported: dr. (B)(6) and dr. (B)(6). Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak and suction valve sticking.

Event description:
It was reported to boston scientific corporation that an orca valve was used during endoscopy procedure performed on an unknown date. During the procedure, the suction button has been sticking, and the air/water valve has also been sticking and leaking. This issue has occurred across all procedure types, including egds, colonoscopies, and ercps. The issue has been observed during cases involving multiple physicians. To troubleshoot, staff have had to replace several buttons during procedures. Before inserting the buttons into the scope, they soak them in water, depress them 3 to 4 times, and apply lubricant when needed. The procedure was ultimately completed using another device of the same device. There were no patient complications reported as a result of this event.